Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did report to receive medical intervention and is currently receiving immunotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience lung cancer. There was no medical intervention required by the patient. The reported event of lung cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical interventionrequired by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer and reported medical intervention. The patient currently receiving immunotherapy treatment. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white, and brown contamination (dust-like), at the air inlet of the blower box. Unknown white, and tan (dust-like) contamination, in the iso port (international organization of standardization.). Excessive dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Also, there are excessive unknown brown fluid/water spots. Unknown brown and white specks of contamination on the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.